Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 317 (mg/dl) for approximately a month. Customer would administer boluses to treat their bg levels, but bg levels would elevated again. Reportedly, customer may have an unknown underlying medical condition as they reported to have a high white blood cell count. System check with tandem technical support indicated pump was performing as intended. Reportedly customer used humalog insulin in the pump cartridge for 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Customer indicated that they have been working with closely with their health provider.